Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-600 mg/dl) and ketones were present. Insulin injections were administered to address bg. Pump supplies were changed. Contact reported elevated bg was due to consuming too much sugar/carbohydrates and due to an unspecified pump issue. Customer's bg would improve while using insulin injections and elevate when pump therapy was resumed. Customer reverted to using manual injections for insulin therapy.